Event description:
Attempts to advance a coronray stent with delivery system to the target lesion site in the pt's circumflex artery were unsuccessful due to an inability to cross the target lesion. Subsequently, the sheath was retracted and another attempt to advance the sds to the target lesion was made. During the attempt, the stent dislodged from the balloon catheter and embolized within the coronary vasculature. A mechanical snare was successfully utilized to retrieve the embolized stent. There were no clinical sequelae reported relative to this event.